Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to low albumin. A day after event onset, the patient was hospitalized for the peritonitis. It was reported that the patient was not treated with any medication for the event. Two days after hospital admission, the patient was discharged. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information was available

Manufacturer narrative:
On an unreported date, the patient was reported to have recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.